Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia by open repair. It was reported that after implant, the patient experienced recurring hernia, abdominal and groin pain, inflammatory changes, swelling and protrusion of the hernia. Post-operative patient treatment included revision surgery. Medical records noted that the patient had been noncompliant with follow up care instructions. The product had been used with a bard perfix plug, lot: hubq0347, product ID: 0112780.